Event description:
It was reported that the this implantable cardioverter defibrillator (ICD) was categorizing the patient's ventricular tachycardia (vt) arrhythmia as atrial fibrillation due to undersensing, and some ventricular events following atrial pacing were falling into blanking due to timing. Technical services discussed that the vt detection rate needed to be lowered to allow for these episodes to be identified as vt events. And to decrease the ventricular blanking period after atrial pace. The device remains in-service. No adverse patient effects were reported.